Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and material aspects of the surgical implants." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2013-06212 / 06213).

Event description:
It was reported patient underwent a ucl procedure on (B)(6) 2013. During the procedure, the surgeon was unable to implant the juggerknot anchor as the plastic sleeve stuck on the handle. Surgeon attempted to use a second juggerknot anchor but the plastic sleeve stuck on the handle again. A third juggerknot anchor was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was determined the cause of event was due to inadvertent and customer error. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-06212 / 06213).